Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti"), urticaria ("rashes or skin conditions type: hives"), rash ("rashes or skin conditions type: rash"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), feeling abnormal ("neurological conditions or problems type: brain fog"), mood swings ("neurological conditions or problems type: mood swings"), depression ("neurological conditions or problems type: depression"), anxiety ("neurological conditions or problems type: anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and back pain ("back pain") and was found to have weight decreased ("weight gain/loss specify: weight loss"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, urticaria, rash, migraine, tooth disorder, feeling abnormal, mood swings, depression, anxiety, dysmenorrhoea, dyspareunia, weight decreased, alopecia and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, migraine, mood swings, rash, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: case become incident. Pif received removal details has been added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.